Event description:
Device malfunction: clip failed to deploy. Time of device malfunction: during vessel closure symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure in the femoral artery after a diagnostic procedure. Reportedly, the clip was not released out of the device. The sheath reportedly split completely and the vessel locator wings deployed and were closed before the device was removed. The device was removed without incident and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. A review of the device history record this lot did not produce any findings relevant to this report.